Event description:
A facility, reported to smiths medical that the line was breaking away from the stopcock. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The customer indicated that samples were available; however, product has not yet been received from the customer. The device history was reviewed with no related issues noted. Smiths was unable to confirm the issue or determine a possible cause without returned product eval. A follow up report will be submitted should info become available that impacts this investigation. No additional action is necessary at this time.